Manufacturer narrative:
Reported event: wingnut on back of end effector completely came off and would not reattach to end effector. Delay of 5 minutes device evaluation and results: visual inspection: visual inspection confirms failed locking mechanism with ball bearings failing. Also visual inspection confirms a sheared off 202866 hip release knob. Reference attached image. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03/31/2016 including serial number (B)(4). Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19020415 shows 0 additional complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
Wingnut on back of end effector completely came off and would not reattach to end effector. Delay of 5 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Wing nut on back of end effector completely came off and would not reattach to end effector. Delay of 5 minutes.